Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic for follow-up, externalized conductors were observed via fluoroscopy. No electrical anomalies were reported. The lead was capped and replaced. The patient did not experience any complications.